Event description:
It was reported that the lead was not implanted because the helix would not extend.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the helix could be extended and retracted normally. The helix was bent upon receipt in the laboratory. Analysis could not determine when the lead was bent.